Event description:
It was reported that the patient has been using sensors that may have been crushed in transit as some of the cannulas were already bent when opening the package. The patient decided to use the sensor anyway, and when removing from the body, the cannula was missing on some sensors. It was stated that the cannulas either broke off under the skin or they were never inserted into the skin. Advised that the sensors would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.